Event description:
The surgeon implanted a plate silicone lens model aa4204vf, diopter 10.8, and the lens tore during insertion. The lens was implanted and removed without patient injury. The reporter believes the lens was damaged by the cartridge.